Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine ultra¿ pen needles 32g x 4mm (70 count) the needle would not detach properly. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about the difficulty to detach pen needle from pen. The user attached a pen needle to the pen for use of teriparatide medication, and it was harder to detach the pen needle from the pen.

Event description:
It was reported while using bd micro-fine ultra¿ pen needles 32g x 4mm (70 count) the needle would not detach properly. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about the difficulty to detach pen needle from pen. The user attached a pen needle to the pen for use of teriparatide medication, and it was harder to detach the pen needle from the pen.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 21-mar-2023 . H6: investigation summary one open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320136. Visual examination along with a functionality test was carried out on the returned sample and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned sample therefore no root cause can be identified.